Event description:
It was reported that during an unknown procedure, the clips bent at the moment of closing. They had to change the clips applicator. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: "the clips bent at the moment of closing" were the clips malformed? How were the clips bent? Were the clips scissored? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? Was there a recent conversion to ees devices in this account or with this surgeon? The analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.